Event description:
As reported, during a ureteroscopic lithotripsy, the basket of an ngage nitinol stone extractor could not be opened. A new device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures and did not experience any adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Postal code - (B)(6), phone - (B)(6). ]PMA/510(k)#- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, during a ureteroscopic lithotripsy, the basket of an ngage nitinol stone extractor could not be opened. A new device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures and did not experience any adverse effects. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned badly packed in packaging tray, in open packaging. The basket sheath was kinked in multiple locations. The handle did not actuate basket assembly. Two of the basket wires were broken. The handle was disassembled but could not manually actuate the basket assembly. A document-based investigation evaluation was performed. No related non-conformances were recorded. Three additional complaints were reported for this product lot. Although all three complaints are similar, the observed damage likely resulted from excessive force applied to the devices by the user. There was no evidence of a common cause or manufacturing issue that would indicate nonconforming product exists in house or in the field. The device history record review provides objective evidence that the device was manufactured to specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that the device was damaged due to an inadvertent user error. The returned device showed evidence of excessive force having been applied, resulting in the observed damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.